Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left hip, xl, reason for revision : pain, this patient is deceased (B)(6) 2014, revised some time in 2013. Date not specified. 09 dec 2014 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. No explants have been received at lirc for investigation. (B)(4) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. 15 april 2015 - update - rcvd scf and updated claimsuite. Added revision date, new reason for revision : component loosening, and stem details. Update 16 apr 2015: additional surgeon - (B)(6). See updated claimsuite.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision; left hip; xl; reason for revision: pain. This patient is deceased. Revised some time in 2013. Date not specified.